Event description:
It was reported by a neurologist that a vns pt was found to be at faulted diagnostic settings after initial interrogation of the device (1.0/20/500/30/60). At the moment, it is unk if the pt was intentionally programmed to faulted settings as good faith attempts to obtain add'l info have been unsuccessful to date. A review was made in the MFR's programming history database which indicated the pt has been at those settings 1.0/30/500/30/10 since 2004. A company rep was present at the office of the neurologist and indicated the settings changed from 30 hz to 20 hz and increased to 60 mins during the last visit. Nonetheless, it was not noted if a faulted diagnostics occurred at the time.